Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist advised the customer to restart the cabinet using the power switch. Restarted the all-in-one to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported that the pyxis medbank es system drawers were not operational, preventing the user from logging in to issue prednisone. There were no adverse events or injuries reported based on this event.